Event description:
The physician used a wilson-cook web extraction basket and a conquest lithotriptor cable in an attempt to crush a biliary stone. During lithotripsy, the basket wires broke near the handle. An injury to the pt was not reported.